Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2022-00238. A physician reported a certas valve (828804) was implanted in a (B)(6)-year old female patient via l-p shunt on (B)(6) 2022 with unknown setting. It was used with bactiseal catheter (ID 823074) (serial;unk) and the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2022 an MRI examination was performed and ventricular enlargement was confirmed. An attempt was made to change the pressure, however, it was not possible. The patient had no clinical symptoms. On (B)(6) 2022 ventricular enlargement was confirmed again when an MRI examination was performed. A shunt obstruction was suspected, therefore the valve was removed and replaced on (B)(6) 2022. The catheter was also removed and it is unknown if it was replaced.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10 the bactiseal catheter (ID (B)(6) was returned for evaluation. Failure analysis the catheter was visually inspected and no defect was noted. The catheter passed the test for occlusion. The catheter was leak tested and no leak was noted no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up occluding the catheter, at the time of investigation no functional issues were noted.

Event description:
N/a.